Event description:
Pt underwent uneventful lasik ou using the ex500 and fs200 on (B)(6) 2014. Pt presented at 1 month post op complaining of rainbow glare ou. Vasc is 20/20 od, 20/20 os. Unsure if MDR report is required but wanted to notify manufacturer. Ex500 sn: 1016-3-160. Fs200 sn: (B)(4). MFR ref #3003288808-2014-01572.